Manufacturer narrative:
Per the IFU, left ventricular outflow tract obstruction is a potential risk associated with the use of the valve. Obstruction of the left ventricular outflow tract (lvot) can be caused by patient factors (anterior mitral leaflet protruding into the lvot, septal bulge) or procedural factors (positioning of the valve frame within the annulus). Inaccurate deployment is generally a result of use error or a combination or patient and procedural factors. In most cases of postoperative lvot obstruction, the obstruction results from the protrusion of the anterior mitral valve leaflet into the lvot or from abnormal subvalvular positioning of the prosthesis. Additionally, lvot obstruction may occur postoperatively if there is a narrowed mitral-aortic angle, or due to a thickened interventricular septum. Other possible causes include a hyper contractile left ventricle or atrial fibrillation. Depending on the degree of obstruction, cardiac output and hemodynamic stability may be affected. In some cases, lvot obstruction could result in clinically significant hemodynamic compromise that may require explanation of the thv with surgical correction. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 thv. The patient screening manual instructs the operator on the proper aortic valve and root assessment, including the use of echo, aortogram, and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures are also included. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The cause of the lvot, rvot obstruction cannot be confirmed. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. The device remains implanted.

Event description:
It was a case of a 26 mm sapien 3 ultra valve, in aortic position, by transcarotid approach. The implant was successful with no complications. During the repair of the carotid incision, the patient became severely hypotensive and exhibited pulseless electrical activity (pea) on ECG. CPR was performed and vasopressors were given. Tee showed a well-functioning tavi valve and no effusions or tamponade. Fluoroscopy showed no dissections or perforations. The echo did show a very dilated rv with limited movement and non-functioning lv. After almost two hours of resuscitation, the patient expired. As per medical opinion, the cause of the worsening systolic anterior motion (sam) was not clear.